Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the extraction of the stent sfr4-4-40-10 v02 ce mark, the device detached and remained in place with the artery partially opened, resulting in separation of the device and pushwire break/separation. The stent remained in the patient at the m1 location. The procedure was intended to treat an ischemic stroke. There was one pass made with the device, and all broken segments of the pushwire were removed from the patient. No surgical or medicinal intervention was required. It was unknown if there was any patient involvement or complications as a result of the event. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). It was unknown if the patient had vessel stenosis proximal to the thrombus site. It was unknown if the pushwire was torqued during the procedure. One pass was made using the stent. It was unknown if there was friction or difficulty during the procedure. It was unknown if the microcatheter tip covered the stent proximal marker during retrieval. The stent remained in the patient. These was no surgical or medicinal intervention required. The physician did not attempt to detach the stent (pushwire break/separation). The section of the pushwire break or separation was unknown. It was unknown if IV tpa was contraindicated. Baseline and post procedure scores were unknown. The patient¿s vessel tortuosity was unknown.

Event description:
Additional information received clarified that the rep obtained products from the same lot as a proactive measure.

Manufacturer narrative:
H3: updates were made to the analysis summary: the solitaire x pusher was returned for analysis. The solitaire x pusher was found broken at ~198.3cm from the pusher¿s proximal end; ~0.3mm from the distal end of the marker coil. When compared to the product drawing, the device separated at the stent proximal marker. Therefore, the (~50mm) stent remains within the patient. No other damage was found with the returned solitaire x pusher. The broken solitaire x pusher was sent out for sem failure analysis. Per the sem report, ¿the broken end exhibits evidence of dimple rupture features through the fracture surface with evidence of a shear lip around approximately 2/3 of the circumference. These features are consistent with a tension overload failure. The dimples are observed to be oriented in a singular direction, suggesting the end fractured during uniaxial tensile loading. It could not be conclusively determined if the deformation observed at the fractured end is due to a bend in the wire prior to fracture, or if it may be due to loading at and after the fracture.¿ based on the device analysis and reported information, the customer¿s ¿separation¿ report was confirmed as the pusher was found separated. Possible causes of pushwire break/separation include vessel tortuosity, presence of a pre-existing stent or extra/intracranial stenosis or calcified plaque, number of passes made with the device, delivery and retrieval friction, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, hard clots or thrombus entanglement with overbending during the retraction process, misalignment of the microcatheter with the proximal end of the solitaire device, and removal of the microcatheter prior to retrieval of the solitaire device with or without clot. Information regarding the patient's vessel tortuosity, if the patient had vessel stenosis proximal to the thrombus site, if there was any friction or difficulty during the procedure, and the alignment of the catheter was not known. Information regarding clot characteristics was not provided. The guide/balloon catheters or intermediate catheter used in the event were not returned; therefore, an analysis could not be performed, and any contributing fact ors could not be assessed. As the device detached during the second pass, it is unlikely the number of passes made with the device contributed to the device separation. The cause of the pushwire separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer expressed dissatisfaction with this complaint lot and does not wish to use devices from this lot any longer.

Manufacturer narrative:
H2: correction- h6: codes have been updated for this event and event is reportable for serious injury h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the setup was with flow gate, react68, phenom21 and solitaire 4x40. It was an occlusion of the top of the ica and the stent detached in the second pass. The device was still in place after simultaneous attempts of extraction with another solitaire. The patient end up with a tici0 and a big infarct of the mca territory summarized in a no contrast CT scan. There was no cause for the detachment of the device and no torque or any unusual maneuver. The wasn't any kind of stenosis or plaque in the examination made to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): ¿ equipment used: vis (m-78210), 203cm ruler (m-83360) ¿ drawing(s) referenced: dwgssfr4-4-40-10 rev. N ¿ as found condition: the solitaire x pusher was returned for analysis within a shipping box, a sealed pouch, and an open solitaire x inner pouch (b817590). ¿ damage location details: the solitaire x pusher was found broken at ~198.3cm from the pusher¿s proximal end; ~0.3mm from the distal end of the marker coil. When compared to the product drawing, ~1.7cm of the distal pusher, with the stent, was not returned. No other damage was found with the returned solitaire x pusher. ¿ testing/analysis: the broken solitaire x pusher was sent out for sem failure analysis. Per the sem report, ¿the broken end exhibits evidence of dimple rupture features through the fracture surface with evidence of a shear lip around approximately 2/3 of the circumference. These features are consistent with a tension overload failure. The dimples are observed to be oriented in a singular direction, suggesting the end fractured during uniaxial tensile loading. It could not be conclusively determined if the deformation observed at the fractured end is due to a bend in the wire prior to fracture, or if it may be due to loading at and after the fracture.¿ ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿separation¿ report was confirmed as the pusher was found separated. Possible causes of pushwire break/separation include vessel tortuosity, presence of a pre-existing stent or extra/intracranial stenosis or calcified plaque, number of passes made with the device, delivery and retrieval friction, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, hard clots or thrombus entanglement with overbending during the retraction process, misalignment of the microcatheter with the proximal end of the solitaire device, and removal of the microcatheter prior to retrieval of the solitaire device with or without clot. Information regarding the patient's vessel tortuosity, if the patient had vessel stenosis proximal to the thrombus site, if there was any friction or difficulty during the procedure, and the alignment of the catheter was not known. Information regarding clot characteristics was not provided. The guide/balloon catheters or intermediate catheter used in the event were not returned; therefore, an analysis could not be performed, and any contributing factors could not be assessed. As the device detached during the second pass, it is unlikely the number of passes made with the device contributed to the device separation. The cause of the pushwire separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was no possibility of treating the patient as the stent ended up detached and partially closed in the vessel. Additional information was received reporting that regarding the information about the actions and interventions, the physician couldn't extract the detached solitaire from the patient and the stent was closed in the terminal segment of the ica and mca. Tici 0 means that the patient left the angio suite without any improvement on their condition. 24 hours after the procedure, there was a large infarct in the left hemisphere. A few days later, when the manufacturer representative met with the physician the patient was already transferred to another unit and they couldn't find more details about their condition.